Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod6 revealed an undamaged and functional device. During functional testing, the pod6 was able to advance through its introducer sheath and a demonstration lantern without an issue. The reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using pod coils and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was calcified. During the procedure, while attempting to insert a pod coil, the pod coil became stuck and would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using another pod coil, two pod packing coils (pod pcs) and the same lantern. There was no report of an adverse effect to the patient.